Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after a set change. Customer indicated that he was able to see insulin drops in the o-ring. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was unable to troubleshoot and was advised to call back when he had time to do so. No further information was provided.